Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, power loss alarm, low battery alarm and power system error was confirmed in the long trace; the power loss alarm occurred after the power system error was cleared. Detail trace analysis has confirmed the pump alarmed low battery and then alarmed power system error was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed power loss. The patient's blood glucose at the time of incident was 186 mg/dl. No further details were provided. The insulin pump will be returned and replaced.